Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 11 applications were performed with balloon catheter afapro28 with lot number 87010, without any issue on the date of the event. A clinical issue occurred during the case. In conclusion, there is no indication of relation of the adverse event to the performance of the cryo product. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred upon ablation. It was noted the pnp had not recovered at the end of the procedure. The case was completed with cryo. No further patient complications have been reported as a result of this event.